Event description:
After the essure device was implanted, I started to have significant side effects. Headache, migraines, chronic nausea, heavy menstrual period, pelvic pain, joint pain, mobility issues, developed allergies, brain fog, poor eye sight, dental problems, etc; 3 day hospitalization for acute pelvic pain with no answers. Hysterectomy. FDA safety report ID# (B)(4).